Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6), 2010. The patient manages her diabetes with insulin (self adjuster). In response to the reported power issue, the patient indicated she continued with usual dose of medication (dosage not specified) that morning. It is not known if the patient tested her blood glucose with another device. As result of the alleged issue, the patient claimed she felt shaky three hours later; however, it is not known if the patient associated her symptom with high or low blood glucose. The patient denied she received any medical intervention as result of the reported power issue; it is not known how long the patient's reported symptom continued on for. During troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per owner's booklet recommendation, the patient was using the correct test strip, and there was no misuse of the lfs product. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.